Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse found the following mode cannot be activated by clip applier in universal surgical manipulator (usm) 4. The same instrument is working fine in usm 1 and 2. The other types of instruments are working fine in usm 4. No change after clip applier replacement. Clip applier doesn't work on usm3 and 4 when controlled by master tool manipulator (mtm) right, no problem by the mtm left control. Mtm right grip calibration failed, grips not aligned in the close/bumper position. Grip autocal didn¿t start. Fse replaced the mtm to correct the reported event.the system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer reported that clip applier (ca) instrument could not be activated on universal surgical manipulator (usm) 3 and 4 when controlled by the right master tool manipulator (mtm). The customer stated that the same ca instrument was working normally on usm 1 and 2, and the other instrument was working normally on usm 4. In addition, there was no issue when the ca instrument was controlled by the left mtm. The customer replaced ca instrument, but the issue was not resolved. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: customer stated the mtm right was able to control the other instruments normally. Mtmr remained usable during the procedure (with the exception for clip applier).